Event description:
It was reported that the patient received inappropriate therapy due to lead noise. Noise was reproducible in clinic with isometric testing. Lead was capped and replaced.

Manufacturer narrative:
(B)(4).